Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post-insertion of vena cava filter, a chest CT demonstrated a subsegmental pe with peripheral interstitial thickening/infiltrate, possible pulmonary infarct; pseudoaneurysm superficial to the right common femoral artery. No evidence of retroperitoneal hematoma. The vena cava filter was noted in satisfactory position. The right femoral artery aneurysm with hematoma was repaired. Nine days post filter deployment and repair of the right common femoral artery with hematoma, the patient was reported as stable and oral anticoagulation therapy was started to treat recurrent dvt and pe. The patient was discharged in stable condition.

Event description:
It was reported that post-insertion of vena cava filter, a chest CT demonstrated a subsegmental pulmonary embolism with peripheral interstitial thickening/infiltrate, possible pulmonary infarct; pseudoaneurysm superficial to the right common femoral artery. No evidence of retroperitoneal hematoma. The vena cava filter was noted in satisfactory position. The right femoral artery aneurysm with hematoma was repaired. Nine days post filter deployment and repair of the right common femoral artery with hematoma, the patient was reported as stable and oral anticoagulation therapy was started to treat recurrent deep vein thrombosis and pulmonary embolism. The patient was discharged in stable condition.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Investigation summary: the device was not returned. Images and medical records were not provided. It is unknown if the patient has pe before filter implantation and where the pe originated from. The patient presented with blood in the lungs before filter implantation. The filter's relationship to the reported medical issues is unknown. Therefore, the investigation is inconclusive for any alleged filter deficiency. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post-insertion of vena cava filter, a chest CT demonstrated a subsegmental pe with peripheral interstitial thickening/infiltrate, possible pulmonary infarct; pseudoaneurysm superficial to the right common femoral artery. No evidence of retroperitoneal hematoma. The vena cava filter was noted in satisfactory position. The right femoral artery aneurysm with hematoma was repaired. Nine days post filter deployment and repair of the right common femoral artery with hematoma, the patient was reported as stable and oral anticoagulation therapy was started to treat recurrent dvt and pe. The patient was discharged in stable condition.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. It is unknown if the patient has pe before filter implantation and where the pe originated from. The patient presented with blood in the lungs before filter implantation. The filter's relationship to the reported medical issues is unknown. Therefore, the investigation is inconclusive for any alleged filter deficiency. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.